Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the end user states the wheel locks came off and the end user lost the wheel locks.